Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. Log files were sent for evaluation to determine events leading up to passing. The log files captured no external power event on (B)(6) 2026. Additional no external power events on (B)(6) 2026 and (B)(6) 2026 were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump supported during these events. The log files also captured intermittent low flow flags and alarms on (B)(6) 2026 between 16:13:51 and 17:04:43. There did not appear to be any type of mechanical circulatory system (mcs) equipment issues causing these events. The log file ended with the driveline being disconnected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log file captured no external power alarms on 31jan2026 and 04feb2026 that activated while connected to the mpu due to both white and black power lead voltages steadily decreasing, consistent with losses of ac power. The alarms cleared after power was restored each time. The backup battery was able to provide power to the controller during these events. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms regarding the mpu active in the log file. The mpu was not returned for analysis. It is unknown if the mpu had a v-lock connector, if the ac power cord came loose, or if there was a loss of power to the house. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.